Event description:
It was reported in the journal of neurointerventional surgery that the patient died four days post stenting of the 80% stenosed right middle cerebral artery (mca) due to a massive intracerebral hemorrhage and stroke that resulted from stopping the antihypertensive medication despite medical orders. No other information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported in the journal of neurointerventional surgery that the patient died four days post stenting of the 80% stenosed right middle cerebral artery (mca) due to a massive intracerebral hemorrhage and stroke that resulted from stopping the antihypertensive medication despite medical orders. No other information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Death, stroke and hemorrhagic events are known and anticipated complications associated with these types of procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.